Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Review of the prism metrics field data indicates that the initial and repeat (B)(6) rates for the abbott prism (B)(6) lots are less than the package insert (B)(6) confidence intervals. Labeling was reviewed and found to be adequate. Clinical specificity testing was performed using in-house retained kits stored at the recommended storage condition and initial and repeat (B)(6) rates met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: these same discrepant data points were also submitted in manufacturer report 1415939-2016-00004 and 1415939-2016-00010 as it is currently unknown which america red cross prism analyzer serial number and customer site produced this particular discrepant data.

Event description:
The customer observed 2 (B)(6) results on the prism analyzer. Repeatedly (B)(6) results indicate the presence of (B)(6) by the criteria of the abbott prism hiv o plus assay. There was no impact to patient or donor management reported.

Manufacturer narrative:
Additional information was received on 2/2/2016. A correction to number of patients impacted is needed. 8 patients experienced (B)(6) at this customer site, between two different lots( 52146m500, 54100m500). See also manufacturing report numbers 1415939-2016-00016. There was no impact to patient or donor management reported. The product evaluation is currently in progress and a follow up submission will be provided when the evaluation is complete.

Event description:
8 patients experienced (B)(6) at this customer site, between two different lots( 52146m500, 54100m500). There was no impact to patient or donor management reported.